Event description:
A bipap a30 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
This device (bipap a30) was manufactured 08/22/2013 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.